Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/ interventional procedure, while loading the catheter onto the guidewire the catheter appeared to drag over the wire. While removing the catheter from the guidewire the tip stretched and separated. The product was not used on the patient. The case was successfully completed with another catheter.